Event description:
The customer reported that the device failed to alarm during a car seat test when the patient's spo2 level dropped below the alarm limit the device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
After further investigation it was deemed that this complaint is a non-reportable event under philips. The customer reported no bedside alarms for low or desat spo2 events. Reassessment was performed based on new information received in the complaint record. R&d performed a review of the clinical audit logs, revealing the device was functioning as expected. In essence, low oxygen saturation will show up in the event surveillance for the car seat challenge but there were likely no alarms as the oxygen saturation did not remain low long enough to trigger the alarms as there is a delay. Based on this information, the device did not cause or contribute to harm and was functioning as expected. If objective evidence is provided that demonstrates no malfunction occurred, then under such a case the device is operating as designed and as configured. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur. This record has been deemed not-reportable.